Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion jaws would mot fully close or clamp down. Surgeon used another ar-1399mf fastpass scorpion to complete the case. This was discovered during a procedure. Additional information requested.